Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient showed oor on lead 8-15 upon interrogation during a normal replacement. The hcp was not willing to replace the lead. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the out of regulation (oor) contacts was unknown. The rep programmed around the oor contacts. No further complications were reported/anticipated.

Manufacturer narrative:
Previously selected as both adverse event and product problem, when it should have just been product problem. If information is provided in the future, a supplemental report will be issued.